Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 494 mg/dl at the time of the event, customer was treated with the insulin pen and also experienced hypoglycemia with a blood glucose value of 47 mg/dl at the time of the event. Customer experienced symptoms breathing difficulties, shaking, weakness, fatigue, tired, thirsty and frequent urination. Customer reported sensor glucose vs blood glucose reading mismatch. Difference between sg and bg at time of event not within the target range. The blood glucose value was 47 mg/dl and the sensor glucose value was 286 mg/dl at the time of the event. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of reported high bg event and it was unknown that the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020a-snsr.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.